Manufacturer narrative:
Visual examination of the returned part confirms the drill extender is broken. The most probable cause of the reported issue is corrosion, and normal wear and tear. Corrosion is an inherent factor with products of this nature. (B) (4). Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. A review of the keystone dental complaint database did not reveal any other incidents reported against this lot number. No adverse trends noted. Complaint is confirmed; however, this is a known failure mode. (B) (4).

Event description:
It was reported that during the osseotomy procedure, the locking drill extender "parts broke" (implant site number is unk). Pt outcome unk; awaiting follow up.